Event description:
It was reported the patient had greater than fifty percent symptom reduction. The device was replaced due to reprogramming not working well. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v187439, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that patient was going to have her battery removed a day after this call. The patient stated she was having the device removed because it was no longer functional for her. The patient stated she and her health care provider decided the patient was no longer going to use the device and she was going to go with botox treatment instead. It was indicated that it had been quite some time ago, at least 4 months that the device stopped being effective. The patient mentioned it had not worked well since (B)(6) and then stated the current device worked as well as the 1st one but in (B)(6) was when she started having consistent problems. It was reported 2 days later that the patient neurostimulator ins was explanted a day prior to this call. It was noted that the caller did not know why the ins was explanted it was reported that patient does not have concerns with their device or therapy. It was reported that the patient device was removed (B)(6) 2014. After the replacement of the 2nd battery the device did not seem to work for the patient. The patient was receiving botox injection in bladder . A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.